Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 685785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (supracervical hysterectomy, salpingoophorectomy, fulguration of endometriosis, trachelectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: pathology report: ectocervix, no histopathologic abnormality. Nabothian cysts, and focal ciliated cell metaplasia, endocervix. Cystic follicles, ovary, right. Fallopian tube, right, no histopathologic abnormality. Insertion detail: approx. 5 trailing essure coils noted. (B)(6) 2012, laparoscopic supracervical hysterectomy and left salpingoophorectomy. (B)(6) 2012, laparoscopy with right salpingo oophorectomy, fulguration of endometriosis and trachelectomy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and hypermenorrhoea". Lot number: 685785 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 685785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (supracervical hysterectomy, salpingoophorectomy, fulguration of endometriosis, trachelectomy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: pathology report: ectocervix, no histopathologic abnormality. Nabothian cysts, and focal ciliated cell metaplasia, endocervix. Cystic follicles, ovary, right. Fallopian tube, right, no histopathologic abnormality. Insertion detail: approx. 5 trailing essure coils noted. (B)(6) 2012, laparoscopic supracervical hysterectomy and left salpingoophorectomy. (B)(6) 2012, laparoscopy with right salpingo oophorectomy, fulguration of endometriosis and trachelectomy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and hypermenorrhoea". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.